Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on multiple contacts. In turn, surgical intervention was undertaken wherein the paddle lead was explanted and replaced, resolving the issue.

Manufacturer narrative:
A4 patient weight added to the record. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.